Event description:
Customer reported that they changed their medicines which made their blood glucose readings fluctuate from high to low. Customer's highest blood glucose reading has been 500 mg/dl and the lowest has been 50 mg/dl. Customer stated that they are still getting adjusted to their basal changes. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.